Event description:
It was reported "patient's mom found the needless connector end of the patient's ivad tubing on the floor at home. No blood was coming from the open line. Air was noted in the open tubing, but it didn't appear to have made it all the way to the patient. The patient was well at the time of the break and remains well now. The patient was brought in, and the needle was changed by one of the inpatient rn's. The patient was running a 28-day infusion of blinatumomab. Impact of incident: the patient required an immediate ivad needle change and a new bag of the blinatumomab made stat."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfvf054 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfvf054) have been reported from the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" safestep safety infuion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported "patient's mom found the needless connector end of the patient's ivad tubing on the floor at home. No blood was coming from the open line. Air was noted in the open tubing, but it didn't appear to have made it all the way to the patient. The patient was well at the time of the break and remains well now. The patient was brought in, and the needle was changed by one of the inpatient rn's. The patient was running a 28-day infusion of blinatumomab. Impact of incident: the patient required an immediate ivad needle change and a new bag of the blinatumomab made stat."